Manufacturer narrative:
The device evaluation result was corrected from the reported condition not confirmed to confirmed. The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the thermistor was opened and the motor was not rotating. It was determined that this type of damage was indicative of a device that had been overheated, resulting in the thermistor and the motor to go bad or not work. Therefore, the reported condition was confirmed. The assignable root cause was determined to be the device worn due to normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was discovered that the motor device was ¿heating up". The event was not related to surgery. There was no patient involvement. There were no patient or user injuries reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.